Event description:
The patient reported a loss of therapeutic effect that started a day prior to the call and was resolved that same day by changing programs. The patient reported the symptom as sudden onset because suddenly the therapy stopped working and they had returned of symptoms. The patient changed the programs and had no leakage the night prior to call. The patient stim last night was on around 2v and patient thought this felt too strong /uncomfortable. The patient lowered it to about 1v and felt better. Later patient stated stim was probably around 1.6v at one point. Three days later, patient reported that the programmer went back to the interstim icon screen. The patient indicated the weekend prior to this call she was not able to adjust and stated that stimulation all of a sudden just stopped working and symptoms returned which was also previous reported in the initial call. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# va044g5, implanted: 2012 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).